Event description:
It was reported that the pt expired. The reporter did not have the autopsy results and did not know the cause of death. The patient's pump contained baclofen. Additional information was rec'd from the medical examiner who reported that the autopsy was completed, but the cause of death is pending toxicology results. No preliminary cause of death was available.